Event description:
It was reported that during surgery the impactor cracked. There was no delay in the operation and a replacement device manufactured by s&n was available. The patient was not injured. The surgery ended well.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the reported device did not break during surgery, the device got cracked with no pieces or fragments involved, a s&n backup was available and the surgery ended well, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the reported device did not break during surgery, the device got cracked with no pieces or fragments involved, a s&n backup was available and the surgery ended well, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery the impactor cracked inside the patient, all pieces were retrieved. There was no delay of the operation and a replacement device manufactured by s&n was available. The patient was not injured. The surgery ended well.

Manufacturer narrative:
The associated complaint devices were not returned. The photo provided implant impactors are broken. The clinical/medical team concluded, it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery the impactors broke down inside the patient, all pieces were retrieved. There was no delay of the operation and a replacement device manufactured by s&n was available. The patient was not injured. The surgery ended well.